Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the ide interface board was replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
It was reported that the 9900 system would not boot up prior to a case. No pt injury was reported.